Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint handling database identified no other similar incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that during tip mandrel removal the tip of the device was inadvertently pulled as well; thus, resulting in the reported difficult to remove and ultimately resulting in the reported stent device dislodged or dislocated. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that when removing the tip mandrel from the 8x60mm absolute pro self-expanding stent system (sess), resistance was noted and the stent was thought to have moved within the delivery catheter (sheath); therefore, the sess was not used in the procedure. An 8x40mm absolute pro sess was used instead to continue the procedure. There was no patient involvement and no clinically significant delay reported in the procedure. No additional information was provided.